Manufacturer narrative:
(B)(4). Representative samples returned to support investigation of 3 device issues captured in reports 2210968-2018-78031, 2210968-2018-78032 , 2210968-2018-78033. Analysis results have been included in follow-up reports for each. Device evaluation summary: opened boxes with thirty and thirty-five unopened samples in each of product code vc532, lot # ah0881 were returned for analysis. Thirteen representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and during the visual inspection, the swage and attachment area were noted to be as expected, the suture strand was correctly placed on the tray and dispensed without problems. No defects or damaged were observed along of suture. Product code vp532 contains a vicryl rapide suture and absorption begins as a loss of tensile strength followed by a loss of mass, approximately 50% of the original tensile strength in the first five days post-implantation. Vicryl rapide typically falls off seven to ten days post-operatively. Per the condition of the representative samples, no performance absorption of suture was found. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Manufacturer narrative:
(B)(4). Date sent to the FDA: 02/01/2019. Corrected information: additional information was received that indicated this event now meets reporting criteria as serious injury. Additional information was requested and the following was obtained: was there any medical or surgical intervention performed (re-operation; re-closure; etc.)? If so, please clarify. Are the patients ok and what interventions were required? I don¿t understand what ¿ok¿ is actually asking but the intervention was just to treat with oral antibiotics and allow healing by secondary intention. The first patient¿s episiotomy dehiscence has nearly healed at week 3 postpartum. Device evaluation summary: opened boxes with thirty and thirty-five unopened samples in each of product code vc532, lot # ah0881 were returned for analysis. Thirteen representative samples were examined for visual defects: appearance, color packages, wrinkles in the seal area, continuous seals, seal margins, over-sealing, damage (torn, punctured). The packets were opened and during the visual inspection, the swage and attachment area were noted to be as expected, the suture strand was correctly placed on the tray and dispensed without problems. No defects or damaged were observed along of suture. Product code vp532 contains a vicryl rapide suture and absorption begins as a loss of tensile strength followed by a loss of mass, approximately 50% of the original tensile strength in the first five days post-implantation. Vicryl rapide typically falls off seven to ten days post-operatively. Per the condition of the representative samples, no performance absorption of suture was found. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What date was the initial episiotomy performed? What tissue layer was the vicryl rapide suture used on? Can you clarify if quantity of 1 vicryl rapide suture was used on first patient? What was the condition of the tissue when the vicryl rapide suture was used? What post operative date did the first patient present with symptoms? Were any cultures performed and the result? What are the patients age, weight, other medical conditions? What is the patient¿s current condition?

Manufacturer narrative:
Product complaint # (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was there any medical or surgical intervention performed (re-operation; re-closure; etc.)? If so, please clarify. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that a patient underwent an episiotomy procedure on an unknown date and suture was used. The suture dissolved in less than a week. No adverse patient consequences were reported. Additional information was requested.